Manufacturer narrative:
Please note: this unk ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved multiple percutaneous coronary interventions in "different settings with different patients". The physician reporting these events is doing so as a general observation, therefore, specific pt, vessel, lesion, procedural and device info is not available. It was only noted the stickiness was observed post cypher stent deployment during balloon withdrawal and required deep seating of the guide catheter to remove the stent delivery system. There are no reports of pt injury. No involved stent deployment systems have been returned for failure analysis. The lot numbers of any of the involved products, if not available thus a device history records review cannot be conducted. Based upon the info provided, it is not possible to conclusively determine the cause of the events. There is no clear indication the events were design or manufacturing related.

Event description:
An unk cypher select plus stent was implanted at the target lesion. While the stent delivery system was being withdrawn, the physician observed stickiness with the balloon. The physician had to "deep seat" the guiding catheter to withdrawal of the stent delivery system. There was no reported pt injury.